Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as 2134265-2011-02445, 2134265-2011-02446, 2134265-2011-02448. Same patient as 2134265-2010-04130, 2134265-2010-04131, 2134265-2010-04132, 2134265-2010-04133, 2134265-2010-04134 and 2134265-2010-04137. It was reported that following a coronary artery treatment procedure the patient experienced angina. In (B)(6) 2011, the patient was seen in his physician's office for unstable angina. The patient underwent an elective left heart catheterization which revealed the rca to be patient from the proximal to mid portion. The mid to distal rca revealed two focal areas of up to 90% diameter stenosis and an 80% in-stent restenosis. The circumflex is viewed to have a very tortuous angulation at greater than 90%, and demonstrated mild plaquing. The left anterior descending (lad) artery revealed to be calcified at the ostium up to 40% stenosis, followed by a mild diffuse proximal disease up to 40%. The mid to distal lad had mild plaque. The patient was scheduled to receive a coronary artery bypass graft (CABG) procedure to the rca and the lad. The patient was discharged on continued aspirin 81 mg dosing. The patient underwent coronary artery bypass on (B)(6) 2011 and was discharged seven days later.